Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead had high impedance and a possible fracture. The lead was inactivated and not replaced. During the procedure to upgrade the device, a lead was attempted to place in the left ventricle; but was unable to be tracked into the final position. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.